Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. During evaluation, the device did not recognize an open door. The cause was identified to be an upper latch switch that did not function properly. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no audio. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.